Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: promus premier ous mr 20 x 2.50mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified proximal stent damage. Damage was noted to the 2 most proximal stent strut rows; struts were lifted. The od (outer diameter) of the undamaged crimped stent was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found that there was no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4)

Event description:
Reportable based on device analysis completed on 06-jul-2018. It was reported that crossing difficulties were encountered. The fibrocalcific target lesion was located in the left circumflex artery. The lesion was crossed with a non-bsc guide wire and was pre-dilated with a maverick balloon catheter. A 20x2.50mm promus premier¿ drug eluting stent was advanced for treatment. However, the device was unable to cross the lesion. Dilatation was performed again at high pressure but it was still unable to cross. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.